Event description:
Explant-ruptured chordae tendineae. A pt with a significant history of native mitral valve disease and placement of a cryopreserved mitral homograft in 1999, required re-operation later in 1999 due to ruptured chordae tendineae. During the re-operation, the pt received the cryopreseved mitral homograft in question. Approximately 13 months post-implantation, the pt developed dyspnea. The hosp echocardiography report indicated severe mitral valve regurgitation and stenosis. Subsequently, the pt was taken back to the operating suite and upon explantation, the mitral homograft was found to have grossly degenerated with multiple ruptured chordae tendineae. The mitral homograft was explanted and replaced with a new mitral valve mechanical prosthesis. The pt tolerated the procedure well.